Event description:
This ra lead was implanted on (B)(6)2004 and remains implanted at this ti e. A call was placed to technical services on (B)(6)2016 reportedly stating that received an alert for high ra impedance and some episodes looks like some kind of noise. Ra impedance rises in september and then spike to out of range just recently. The physician was dr.(B)(6) at (B)(6)center (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).